Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients remained active on evcld1 while showing as discharged on evcld2 despite multiple a03 messages being sent. A technical support specialist (tss) identified backend database issues, including a full transaction log (dsserveroltp ~1.6 tb) and failed backups due to a missing stored procedure, which prevented write operations and impacted message processing. After requesting additional disk space and planning corrective database backups, it was later determined that a version mismatch (stations on es 1.6 vs. Server on es 1.11) was also contributing to the inconsistency. As a resolution, the fse reimaged the affected station to es 1.11, after which functionality was validated by confirming the correct patient list with the customer and verifying operation through remote support service (rss), restoring expected synchronization. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 14 patients were not shown in discharge on evcld1 but available evcld2. Discharge a03 had been resubmitted but still did not resolve the issue. There were no adverse events or injuries reported based on this event.